Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented via remote transmission. Upon review, the ventricle lead exhibited noise episodes. Programming changes were discussed but not made. The patient condition was unknown.

Manufacturer narrative:
Further information was requested but not received.

Event description:
New information received notes that the patient right ventricle lead was capped and replaced (B)(6) 2026 due to insulation damage. The patient condition was unknown.